Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, a clindex notification was received indicating that a severe complication occurred that resulted to a patient listed on the shoulder arthroplasty registry. This event was initially indicated as probably not related to the univers revers apex devices, implanted on (B)(6) 2021, or the study patient was part of. On (B)(6) 2022, the patient experienced left shoulder bone fractures and underwent a debridement of loose bone fragments procedure on (B)(6) 2023. No additional information has been provided.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.